Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infused flow rate accuracy" was reproduced. Evaluation performed flow accuracy testing: delivery rate (125 ml/hr), run time (125 ml), volume to be infused (125 ml), results (134.994 ml), error percentage (7.99%). Delivery rate ( 40 ml/hr), run time ( 40 ml), volume to be infused ( 25 ml), results ( 43.372 ml), error percentage (8.43%). Review of the history log revealed no abnormalities that could cause or contribute to the reported problem. The customer did not provide event parameters, however multiple infusions were started and completed on the last days of customer use. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the travel pressure plate. The travel pressure plate required to be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had over infused flow rate accuracy during testing in the biomedical service department. There was no patient involvement. No additional information is available.